Manufacturer narrative:
Approximate age of device ¿ 4 years. The pump remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient developed gastrointestinal bleeding on (B)(6) 2016. The patient was transfused with a unit of packed red blood cells. On (B)(6) 2016, the source of the bleed was cauterized and the bleeding ceased. No additional information was provided.